Manufacturer narrative:
Date sent to the FDA: 12/10/2020. Additional information: d4, h4.

Manufacturer narrative:
Date sent to the FDA: 12/7/2020. Appropriate term / code not available (e2402) utilized to capture injury (e20). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent gynecological surgery on (B)(6) 2002 and mesh was implanted due to urinary stress incontinence. It was reported that the patient experienced undisclosed injuries. No additional information was provided.